Event description:
The alarm does not work on the monitor. It has no sound. Not sure if the alarm completely does not work or whether the sound of the alarm does not work. Add'l info was requested and on (B)(6) 2015, the following was received from the customer. The device was not on a pt. There was no pt involved. It was found during preventive maintenance check. No other info was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 01/22/2015. The investigation included: methods: evaluation of actual device. Review of device history review. Review of complaints history. Results: the complaint incident could not be duplicated and the alarm tone was verified as present when the cam02 monitor was evaluated. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ nov. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor (B)(4). Rate of occurrence: during the time period (B)(4). Conclusion: the complaint incident could not be duplicated and the alarm tone was verified as present when the cam02 monitor was evaluated. An adverse trend for speaker deficiencies was identified within the complaint process which resulted in CAPA initiation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. Subsequent to initial MDR filing, on (B)(6) 2015 integra reported to FDA a correction for all cam02 monitor products in accordance with 21crf806 requirements. The correction provides info that further reduces the potential for risk to customers who have monitors until the corrective action can be implemented for the monitors.